Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller also reported motor error alarms. The caller did not provide further information, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.